Event description:
It was reported, that 4 as lvp 20d 3ss cv had air in line during use. The following was reported by the initial reporter: "it was reported, that when medication is being added, a bubble is created".

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported, that when medication is being added, a bubble is created. The customer complaint could not be verified, due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 as lvp 20d 3ss cv had air in line during use. The following was reported by the initial reporter: "it was reported that when medication is being added a bubble is created. Verbatim: when medication is being added a bubble is created."